Event description:
As reported by the user facility: reports leaking while infusing on pt. Leaking at bonded site of upper y site. No injury although resulted in chemo spill. Add'l info provided by the facility indicated no one suffered any adverse sequela associated with the reported incident. The sample was discarded due to chemo contamination.

Manufacturer narrative:
The actual device in the reported incident was discarded and was not returned to the MFR to be evaluated. Without the actual sample, a through investigation could not be performed. Although no inventory remains of the reported lot, the house retained for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design spec, passing the joint integrity test. There have been no other complaints of this nature against the reported lot number.